Event description:
On (B)(6) 2013, it was reported that there was suspected migration of the generator. The migration was first observed on (B)(6) 2013. The patient saw the physician on (B)(6) 2013. The patient's device was disabled and the patient was referred for surgery. The suspected migration was not due to trauma or migration, and the cause is unknown. X-rays have been taken and diagnostics showed everything was ok with a dcdc = 2. Clinic notes dated (B)(6) 2013 indicate the patient came into the clinic with shocking pain to the vns site. Per the x-ray, the device is situated over the left fourth anterior rib and extends up at least to the left c7 level. The patient still has pain to the left chest wall, but finds it difficult to describe. She states it is like a muscle cramp and a vibration. It is intermittent and sometimes exacerbated by her movements. Attempts are underway for additional information; however, no additional information has been received. Surgery is likely, but has not occurred to date. Additionally, it was noted that the explant may be due to the patient no longer needing vns therapy as she is seizure free. The patient was prescribed licoderm and told to apply the patch to intact skin for painful area.

Event description:
On (B)(6) 2013, it was discovered that the patient underwent explant of the vns on (B)(6) 2013. The explanted vns has not been returned to the manufacturer for product analysis to date. Good faith attempts for further information from the physician were made but no additional information has been received to date.

Event description:
It was reported that the explanting facility automatically discards products that are over three weeks explanted. The explanted device has been discarded and will not be returned for analysis.